Event description:
During the atrial fibrillation (afib) procedure it was reported this ez steer thermocool sf nav catheter caused loss of all body surface and intracardiac ECG signals. Additional information provided stated the signals were lost on both carto and the ep recording systems at the same time. Signal loss happened when the catheter was being connected. The catheter was replaced and the signal issue was resolved. After replacing the catheter, error 8 (pace routing error) was displayed on the carto3 system. The system was rebooted and the error cleared. The procedure was completed without patient's consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During the atrial fibrillation (afib) procedure it was reported this ez steer thermocool sf nav catheter caused loss of all body surface and intracardiac ECG signals. Additional information provided stated the signals were lost on both carto and the ep recording systems at the same time. Signal loss happened when the catheter was being connected. The catheter was replaced and the signal issue was resolved. After replacing the catheter, error 8 (pace routing error) was displayed on the carto3 system. The system was rebooted and the error cleared. The procedure was completed without patient's consequence. Upon receipt, the device was visually inspected and it was found in normal condition. The catheter was electrically tested and it passed specifications. The device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint was not confirmed.